Manufacturer narrative:
The reported event of would not release from the tethers was confirmed. As received, a catheter was returned in one piece with device attached. Visual inspection of the catheter did not find any anomalies. X-ray inspection of the catheter found both tethers in the transition zone were buckled and fractured as well as the distal end of the torque coil was offset. Dimensional analysis was performed and all measurements that were able to be taken met device specification. The reported events were isolated to the fractured tethers at the transition zone.

Event description:
It was reported that during the implant procedure of a right atrium leadless pacemaker (ralp) that the ralp dislodged twice while in tether mode. The system was removed from the body for inspection, and it was noted that there was large amount of clot and tissue at the end of the catheter. The ralp was unable to be released from the tethers outside of the body. The physician elected to complete the procedure with a new catheter and ralp. There were no patient consequences.